Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer was contacted through an outreach program to discuss a hospitalization for low blood glucose. She stated she was using her insulin pump and her blood glucose dropped to 34 mg/dl. The paramedics were called and treated customer with a glucose shot. This happened last february. Customer stated she went low because she was sleeping longer than usual. She stated she is off school now and would normally wake up earlier, but is now waking up a later and possibly not eating enough. Customer declined troubleshooting the insulin pump because she felt there was nothing wrong with the device. Customer's current blood glucose is 135 mg/dl. Nothing further reported.